Manufacturer narrative:
On (B)(6) 2020, the patient reported to the post-op appointment. The arnp removed the dressing and noted that there was a large hematoma present at the coil pocket. The sutures were intact, and no drainage was noted. The incision site appeared to be swollen and red. The arnp noted a quarter-sized blood blister at the lower pocket, the dressing for the site was saturated with blood at the time of removal. On (B)(6) 2020, the arnp checking the patient stated that she did not observe any signs of infection at the incision site. However, she noted that the patient has a documented blood disorder, which may have caused the hematoma. The arnp referred the patient to follow-up with the primary care physician to evaluate current blood levels. The arnp took pictures of the patient's wound and sent them to the implanting clinician for further evaluation, since the implanting clinician was on vacation. The patient was instructed not to turn on the stimulators until the incision wound issue is resolved. On (B)(6) 2020, the implanting clinician met with the scheduled stimulator explant for (B)(6) 2020. On (B)(6) 2020, the implanting clinician removed both stimulators to help with the incision wound healing. The implanting clinician noted that the issues with healing experienced by the patient were related to the patient's blood disorder and that an infection was not present at the site. On (B)(6) 2020, the cr followed up with the patient on her condition's status. The patient disclosed the incision site is healing well without further issue. The stimulators were reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. Tissue damage on skin or superficial tissue are known adverse event for peripheral nerve stimulator that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile for lot swo200604 and swo200329, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The implanting clinician believes that the root cause may be related to the patient's blood condition.

Event description:
Stimwave quality has investigated the details for a reported hematoma at the coil pocket to the stimwave complaint system on (B)(6) 2020, by clinical representative (cr) in the united states. Cr became aware of this issue (B)(6) 2020.